Event description:
Customer reported that his insulin pump had a constant tone. Customer stated that he removed the batteries for two hours, reinstall the batteries reset the insulin pump, but beeping wouldn't stop.

Manufacturer narrative:
The insulin pump was rec'd with frozen display and constant tone due to problem isolated to mother board.